Event description:
The customer reported that a cine disk error message was displayed on the 9800 system. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The cine drive was replaced and reformatted and the software was reloaded. The system was tested and is now operating as intended.